Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the active fixation mechanism of the right atrial (ra) lead was not deploying reliably. The lead was removed and replaced. No patient complications have been reported as a result of this event.